Manufacturer narrative:
Device available for evaluation: product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 01-jul-2020, UDI#: (B)(4); product ID: 977a290, serial/lot #: (B)(4), ubd: 23-jul-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient called and stated that she cannot feel paresthesia and has noticed a return of pain symptoms. It was unknown what factors may have led or contributed to the issue. Over the phone the rep asked the patient to try all of the programs and adjust intensity levels. The rep met with the patient on (B)(6) 2021 to address the issue. At the time of the appointment the patient could not feel stimulation. The rep reported that impedances were greater than 10,000 ohms on contacts 12-15. Starting at contact 0 impedances are within range in the 1000 range but increase by ~1000 per contact as it goes down the lead. The patient was currently using contacts 1, 2, and 3. The rep reprogrammed around the impedance problem, but the attempts were unsuccessful. The patient was still not getting paresthesia. Technical services reviewed how to check best pairs for impedances by changing reference electrodes and that if reprogramming does not provide sufficient relief, then surgical intervention may be necessary. It was noted that patient also had no history of trauma. The rep wasn¿t able to create an adequate program therefore the issue was not resolved through troubleshooting. The patient plans to see a neurosurgeon and have the leads replaced.

Event description:
Additional information received from the rep indicated that the patient had ins replacement done on the day of the report. Caller reports physician thought patient might also needed leads replacement, but when physician open the ins pocket, both leads were out of the header block and was buried into the fatty tissue. The physician was able to find the lead and clean off the lead and connected the lead into the 97715. Caller reports everything tested within normal limits.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cause was unknown/unable to determine. It was unknown if the patient is scheduled to have the leads replaced, no appointment was scheduled yet. Patient weight information was provided.

Manufacturer narrative:
Concomitant medical product: product ID 977a290 serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# (B)(6) implanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# va1883z029 implanted: 2017-04-20 explanted: product type lead product ID 977a290 serial# (B)(6) implanted: (B)(6) 2017 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins that was replaced was discarded by the hospital.